Event description:
The product was used during a bullectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the malformed staple line. The hosp has reported the pt's condition is satisfactory.